Event description:
It was reported by repair work order that the motion interrupt pan was damaged and the ground pin on the power cord was broken. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.